Event description:
The pt was admitted to hospital cardiac cath lab for a right heart percutaneous procedure. During the procedure, the balloon ruptured with resulting lack of deployment of the stent, which remained in the left subclavian artery. The pt became severely cyanotic and was emergently transferred to the operating room for life saving intervention. Pt brought back to or on [redacted] for removal of the retained stent and vascular repair.